Event description:
Per the audiologist, the pt had a chronic infection at the incision site since activation of the cochlear implant sys. The pt had been using the device since the activation, but had several periods of device non-use due to the infection. Topical and oral antibiotic medical treatments, but did not resolve the problem. In 2007, the pt underwent a revision surgery. The surgeon "dissected out the ground electrodes and rotated the implant about 90 degrees superiorly". The implant itself showed no signs of infection. The pt is on IV antibiotics via a peripheral/central (pic) line. He has been instructed to discontinue using the cochlear device until the entire area is well healed, approx three to four weeks.

Manufacturer narrative:
This is a final report. Labeling - this type of event is addressed in the device labeling.